Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was unable to be closed when the system was being tested. There was no patient involved. Additional information was received, it was reported that the site had placed their hand on the outside of the imaging system to mimick the door sensor being closed and the system was able to recognize that the system had closed door. Additional information was received, it was reported the work-around mentioned previously was done outside of the case and in a separate room when testing the or due to the issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000505, product ID: bi71000166. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the upper and lower outer covers were removed and the door was opened. All five door switches were inspected and they all appeared to be working properly. There were no failures found. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.